Event description:
It was reported that a patient had a return of pain and a high impedance issue. Impedance measurements were recorded as 29670 at contact 4, 30590 at contact 12, and 30790 at contact 13, and the high impedance was not observed on the day of surgery. Troubleshooting was performed by reprogramming around the affected contacts. The issue was reported as resolved, no serious adverse outcomes were reported, and the device remained implanted and in service. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient was getting the settings not available message on their controller. The issue started about a month ago. The patient met with a manufacturer representative (rep) and the representative reprogrammed the patient but after the representative left the patient is still having trouble getting the stimulation that they need. Patient mentioned that they have fallen before but the stroke was not since a week ago. Patient said that they fall all the time. Agent asked the patient if they had any falls or trauma recently and the patient said they just had a stroke so their time is not totally correct. Patient also mentioned that their stimulation was running at 8 something when they were getting the error message. Agent reviewed with the patient that they might be hitting the upper limit of what the system is capable of delivering. Ag ent redirected the patient to their healthcare provider to further address the issue.